Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. It was noted that the right ventricular lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2017. Patient had an underlying rhythm and was stable before, during and after the procedure.